Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced phrenic nerve stimulation.

Event description:
It was reported that the patient experienced extracardiac stimulation. Output voltage was decreased and the lv (left ventricular) lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2012; 5076-45, lead, implanted: (B)(6) 2012. (B)(4).